Event description:
It was reported that the pt experienced a loss of therapeutic effect approximately one week ago. Symptoms included the loss of bladder control. It was also reported that the pt experienced pain in the right leg, "fluttering" in the perineum, and heart beat skips. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).